Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Device was implanted at time of event. Section b3: date of event has been entered as 31jan2025 as the patients were implanted between sep2015 and jan2025. Author information: salewski, c., sandoval boburg, r., marinos, s., doll, I., schlensak, c., nemeth, a., & radwan, m. (2025). The role of an interdisciplinary left-ventricular assist device (lvad) outpatient clinic in long-term survival after hospital discharge: a decade of heartmate iii experience in a non-transplant center. Biomedicines, 13(8), 1795. Https://doi.org/10.3390/biomedicines13081795. Department of thoracic and cardiovascular surgery, tübingen university hospital, 72076 tübingen, germany. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported in the article the role of an interdisciplinary left-ventricular assist device (lvad) outpatient clinic in long-term survival after hospital discharge: a decade of heartmate iii experience in a non-transplant center that a retrospective analysis was performed on 48 patients who received a heartmate 3 (hm3) lvad between september 2015 and january 2025, with other device types excluded to maintain a uniform cohort. Of these patients, 40 (83.3%) were male, and the mean age of the cohort was 61.4 ± 10.4 years. The most common indication for implantation was ischemic cardiomyopathy in 25 patients (52.1%), followed by dilated cardiomyopathy in 20 patients (39.6%) and myocarditis in 4 patients (8.3%). At the time of implantation, most patients were classified as intermacs profile 2 (60.7%), followed by profile 3 (27.08%), profile 4 (10.4%), and profile 5 (2.08%), and preoperative right ventricular function was reported as normal in 37.5% (n=18), mildly impaired in 31.2% (n=15), moderately impaired in 25% (n=12), and severely impaired in 6.2% (n=3) of patients. Implant strategy included bridge-to-transplant in 33 patients (68.75%), bridge-to-decision in 3 patients (6.25%), bridge-to-recovery in 1 patient (2.1%), and destination therapy in 11 patients (22.92%). After implantation, 86% of patients were discharged and entered a structured follow-up program in an lvad outpatient clinic with visits at least every 3 months. These visits included bloodwork, electrocardiograms, wound and driveline inspection, echocardiography, and lvad analysis, with ongoing medication adjustments and monitoring for complications, although no specific laboratory values were reported. Across all discharged patients, a total of 210.34 patient-years of hm3 support were accumulated, representing the combined duration of support across the cohort, with an average support duration of 4.4 years per patient. At follow-up, 33 patients (68.7%) were alive in 2025, 31 patients (64.5%) remained on lvad support, and 2 patients (4.2%) underwent successful heart transplantation. Over the course of follow-up, 15 deaths (31.3%) occurred. Causes of death included sepsis in 5 patients (10.4%), right ventricular failure in 3 patients (6.2%), intracranial bleeding in 2 patients (4.1%), carcinoma in 3 patients (6.2%), severe aortic regurgitation in 1 patient (2%), and unknown causes in 1 patient (2%). No deaths were attributed to device malfunction, and no patient required hm3 replacement. Kaplan-meier analysis estimated an overall survival rate of 97.9% at 1 year, 92.8% at 2 years, 83.7% at 4 years, and 51.1% at 8 years. Hospital readmissions from the outpatient clinic were mainly due to driveline infections in four patients (8.3%), followed by bleeding complications in three patients (6.2%). Among patients with driveline infection, two (4.9%) underwent surgical relocation, while the remaining cases were managed conservatively. Bleeding complications included one spontaneous thoracic bleeding event, one gastrointestinal bleeding event, and one postoperative bleeding event after surgical debridement of a driveline infection, and none of these complications were lethal. There were no thromboembolic events reported in this cohort. Overall, the findings present the postoperative course, complication profile, and long-term survival outcomes of hm3-supported patients managed through regular outpatient care.